Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05003. It was reported the patient has experienced falls on several occasions. It was also reported the patient has been experiencing pain at the lead site since losing a lot of weight. Follow-up revealed the patient has been experiencing ineffective therapy since falling recently. Allegedly, a lead fracture was found and in turn the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05003. Additional information gathered revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, an infection was found at the ipg site. As a result, the patient's scs system was explanted. Reference MFR. Report#: 1627487-2015-23415 for the ipg.